Event description:
This the 7th failed dexcom cgm I have had in the past few months. Never worked. I have also had a few blood sugar readings that were off. By the time it reads or alerts me to a low blood sugar level, I have already taken care of it. Reference reports mw5173204, mw5173205, mw5173206, mw5173207, mw5173209, mw5173210. Pt code: 4582. Device codes: 1535, 1011.